Event description:
Pt had star ankle implant explanted due to wound infection.

Manufacturer narrative:
Diabetic pt with wound infection. Surgeon will revise in 6-8 weeks after infection has resolved. No malfunction of the device was indicated.